Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was not charging. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site email), e2, e3.

Manufacturer narrative:
Updated fields: b4, d9, g1-contact person ¿ mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) checked the machine and confirmed with customer this was a user error. Pump was not pushed in the cart all the way and unit was not getting ac power. Customer pushed pump in the cart and left charging overnight. Customer confirmed the unit had charged batteries 100 percent. Equipment passed all functional testing. Unit delivered for clinical use is unknown.

Event description:
N/a